Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a cryo ablation procedure, a pericardial effusion and tamponade was observed. The case was aborted while the patient was under general anesthesia. A pericardial puncture was performed. To drain the effusion. The patient has recovered. No further patient complications have been reported as a result of this event.